Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric tumor resection, pre-operatively there was a problem loading the device, recharging of the device did not work. When they assembled the instrument, it did not open or close the jaws, for such reason, it could not be used. The reload also could not be closed before entering the trocar. The stapler was unable to fire and the surgeon was unable to press the green button nor squeeze the handle. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.